Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that the cobas integra 400 plus was working and then smoke started coming out of the system. The amount of smoke produced was not excessive. According to the customer, the smoke looked like it was coming out of the power supply. The customer turned off the system completely and no more smoke came out. There was no allegation that an adverse event occurred. It was determined the original power supply on the device was installed in 2007. The power supply had been replaced in 2012 by re-using a power supply from another instrument from a different customer. No other information could be provided about the specifics of the power supply used. A new version of the power supply is available. The main power supply and adapter were replaced due to the event on (B)(6) 2017 with the new version which resolved the issue. A specific root cause for this event could not be identified since the affected power supply was not available for investigation. The reported issue is most likely due to insufficient cooling due to dust build up or failed cooling fans or an unexpected failure of an electronic component. It is not known if the main power supply was maintained according to documented maintenance procedures. There was no imminent danger of fire related to this power supply failure. All parts and plastics are ul and ce rated accordingly.